Event description:
Customer reported that when a nurse opened the IV set package, the top of the burette fell off. No pt contact or harm reported. No other event details available. The IV set was requested but not received to date. A f/u report will be filed if product is received in the future.

Manufacturer narrative:
Pt information requested and all available information is included.